Manufacturer narrative:
Concomitant medical products: 4298-78 lead, implanted: (B)(6) 2020; dtmc1qq ICD, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a micro dislodgement with high thresholds. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.